Manufacturer narrative:
The explanted valve was received for analysis. Further analysis is still underway

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed the absence of manufacturing defects. No dimensional defects were observed. The echocardiograms dated (B)(6) 2017 were received and reviewed by an external consultant. It was observed that the leaflets appear to be intact but there is a lack of coaptation between the lc cusp and the other two leaflets, with severe aortic regurgitation along the r-l and l-nc coaptation areas on the short axis view. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device. The likely cause was due to malpositioning of the device during implantation.

Event description:
It was reported that that the patient was implanted with a perceval valve on (B)(6) 2017. Directly post-operative a mild central and paravalvular leakage was visible on echocardiogram in the operating room. It was accepted as being mild and the patient was removed from bypass. The next day, the patient decompensated and another echocardiogram showed a central and paravalvular leakage. Therefore the patient had a re-operation. Anterograde cardioplegia was given successfully. When opening the aorta the surgeon saw no abnormalities looking at the perceval from above. When looking through the perceval a small piece of annulus was visible underneath the non-coronary cusp, showing a too high seating of the valve. The surgeon decided to take out the perceval and replace it with a mosaic (size 25).